Event description:
The reporter is a newly diagnosed diabetic just learning how to use the meter. She performed four back to back (rapid succession) blood glucose tests with results of 348 mg/dl, 395 mg/dl, 413 mg/dl and 298 mg/dl. Two tests were done using the same finger and the two remaining tests were done using the same test strip. A control solution test result was in range 116(85-127).